Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred in the past. Customer¿s blood glucose level was not impacted. Reportedly, the issue was resolved after performing a supply change.